Event description:
There was no reported patient impact associated with this complaint. It was reported that keypad button presses did not activate desired pump functions. The patient stated that the ok button will not awaken the pump. She denied the use of cleaning products on the keypad; she does not use a protective accessory to carry the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation is not completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A supplemental report will be filed when the investigation is complete. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were unresponsive and the verify screen was unable to be confirmed. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.